Manufacturer narrative:
All of the buttons are functioning properly. No damage was found on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. No button error alarm during testing. The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error or excessive no delivery alarm noted and the motor passed motor test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm. After troubleshooting, customer was able to rewind. It was also reported that customer received a no delivery alarm and button error alarm. Customer's blood glucose was 4.7 mmol/l. Insulin pump will be replaced.